Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the test, the biopsy channel tested positive for unspecified bacteria (2cfu/channel) but the testing indicated no microbial growth for the other part of the subject device. The testing result cleared (B)(4) guideline. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during surveillance culturing test by the facility, the subject device continuously tested positive for candida albicans bacteria three times. The facility did not provide other detailed information such as the number of bacteria, but there was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up the user facility to obtain additional information. The facility reported that the region of the subject device, which tested positive for candida albicans bacteria during the surveillance culturing test by the facility, was elevator wire channel.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".